Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during shoulder arthroscopy there was increased intraoperative swelling of the shoulder without any changes to the basic settings of the crossflow pump.